Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading "inaccurate erratic." The medical surveillance specialist spoke with the pt on (B) (6), 2010 and obtained the following info. The pt was unable to specify the exact date or month when the alleged product issue started. The customer care advocate (cca) documented that the pt manages his diabetes with diet and administers his insulin through an insulin pump. The pt stated that his typical reading when he is asymptomatic is within the range of "120 -150 mg/dl." During the past weeks, the pt noted that his meter results were in the "90-200 mg/dl" range. During several unspecified dates within the past month, the pt stated that he increased his food/drink or insulin dosage based on the subject meter readings. At unspecified times after altering his diabetes regimen due to the alleged erratic meter readings, the pt stated that he developed symptoms of "shaking, sweating, insulin reaction, attitude changes, and high blood sugar." The pt stated that he is unable to provide specific info on any single episode because his blood sugar levels seemed to fluctuate constantly throughout the day. In all symptomatic episodes, the pt stated that he performed self-treatment with either more food/drink or insulin. On (B) (6), 2010 when the pt contacted lfs, the pt reportedly obtained blood glucose results of "166, 116, 118, and 126 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated differences of at least one of these glucose results exceeds the expected value of <= 20% and /or <= 20 mg/dl. The cca documented that the pt followed a correct testing technique when performing a blood glucose test. The pt did not have a control solution to perform a quality control test at the time of the call. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt claims he obtained inaccurate erratic readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia/hyperglycemia after the alleged meter issue began. Please note that related (B) (4) was included in this report.

Manufacturer narrative:
Please note that related (B) (4) referenced in this report was using a different test strip lot # 2916451. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.